Manufacturer narrative:
(B)(4) stent blocked/occluded. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 18, 2015 that a wallflex biliary rx fully uncovered stent was implanted during a stent placement procedure performed on (B)(6) 2016 as part of the e7099 abc wallflex registry clinical trial. The patient had a history of pancreatic cancer and was enrolled in the study for palliative treatment of biliary strictures produced by malignant neoplasms prior to curative intent surgery, with or without neoadjuvant therapy. On (B)(6) 2016, an assessment of biliary obstructive symptoms (abos) was taken and reported jaundice, dark urine and pale stools. Liver function tests were also performed on (B)(6) 2016. The patient underwent an endoscopic retrograde cholangiopancreatography (ercp), computed tomography (CT) and endoscopic ultrasound (eus) without fine needle aspiration for imaging/tissue sampling during the stent placement procedure on (B)(6) 2016. The procedure was done in an outpatient setting. A pancreatogram was performed during the procedure. Prophylactic nsaids were administered to the patient. The study stent was implanted on (B)(6) 2016 in a satisfactory manner during the ercp. On (B)(6) 2016, abos was taken and no symptoms were reported. Liver function tests were performed and the patient presented with increased liver enzymes. During eus on (B)(6) 2016, the study stent was noted to be occluded due to tissue ingrowth. A 10mm x 60mm wf fully covered stent was implanted and the wallflex biliary rx fully uncovered study stent remains implanted.